Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced continuous low blood glucose (bg less than 40 mg/dl); cause was not known. Chocolate milk and glucagon injections were administered to address bg. Tandem technical support (cts) reviewed pump data and found that the customer had been overriding the calculated pump boluses and was delivering larger boluses. Subsequently, insulin became stacked. Cts explained pump data to contact and customer and they acknowledged the information. Cts recommended customer discuss event with a healthcare provider.